Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 85% stenosed, eccentric, and the de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion contained a >45 and <=90 degrees bend. A 38x3.50mm promus premier¿ drug-eluting stent was advanced to the lesion. However, resistance was encountered. When the device was removed, it was noted that the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.